Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was noted that the pacemaker exhibited undersensing in the atrial channel. No programming changes were reported. The patient's status was not reported.